Event description:
It was reported that during a colonoscopy the air/water nozzle (irrigation nozzle) of the colonoscope fell off while in a patient. The nozzle was retrieved with a net. Additional information was requested but not received.